Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision in 2012 due to erosion and pain. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 in order to treat stress urinary incontinence, menorrhagia, undesired fertility, and heavy menses at intervals last five years concurrently with a laparoscopic bilateral tubal occlusion with filshie clips, cystoscopy, hysteroscopy, and dilation and curettage with novasure endometrial ablation. No additional information was provided. (B)(6).

Manufacturer narrative:
It was reported that following insertion the patient experienced stress urinary incontinence, increase urinary frequency and urinary urgency. (B)(4).

Event description:
It was reported that following insertion the patient experienced stress urinary incontinence, increase urinary frequency and urinary urgency.